Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the time and date on the pump had changed. It could not be confirmed if this issue occurred with battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data did not find any related alarms. The time and date was manually changed two days after the complaint. On investigation, the pump powered up with the appropriate audible and vibratory functions. A rewind/load/prime sequence and a 24 hour pump exercise were executed without incidents. The pump failed a time keeping accuracy test and evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. As a result the investigation was unable to fully investigate the reported time/date issue. Pump casing was opened to further investigate and no moisture corrosion or intermittent contacts were found with the power circuit.